Event description:
Per (B)(6), this patient was undergoing coronary artery bypass surgery. In the process of exposure, it was discovered that the leads had migrated and the patient sustained tearing of her left subclavian vein where the pacemaker leads were. The physician tried to remove the pacemaker and leads. It was discovered that remnants of the leads had fractured resulting in possible fragments left in the body. No other information was provided. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.